Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a thv territory manager that during a transfemoral tavr, the first valve would not properly align in the descending aorta. The fine adjustment wheel was not moving the valve. Then the large wheel was not articulating the catheter. It was repositioned and it worked. The valve was still not perfectly aligned but it was felt that it was good enough. When it was placed in the annulus the valve would not inflate. Blood was noted to be in the syringe. No damage was overserved on the balloon. The sheath was not noted to be damaged. The first sapien 3 26mm valve and the delivery system were successfully removed. A second valve and delivery system were prepped and the same esheath from the 1st attempt was used. The valve was implanted in the native annulus but the balloon ruptured at full inflation. The patient had moderate to heavy calcification. The balloon would not go into the 16fr esheath. It was attempted to remove sheath and balloon together but the balloon kept catching on the calcium in the common iliac artery. Multiple steps were taken to remove, to include pushing forward and rotating, and snaring from the contralateral side. The decision was made to do a retroperitoneal cutdown to access the iliac artery prophylactically so if any rupture happened it could be controlled. The delivery system was forcefully pulled into the sheath. The balloon sheared off in esheath. No intervention was needed on the iliac artery. The patient's abdomen was closed and sheath removed. The esheath had to be cut open on the back table afterwards to make sure the balloon material was not in the patient. Prior to the esheath being cut open, there was no damage observed. It was confirmed that there were no missing balloon pieces in the patient and all balloon material accounted for. The patient remained stable during and after the procedure.

Manufacturer narrative:
Supplemental report submitted to include additional information received. Per pre-deco evaluation, the 29 mm s3 valve remained crimped on the delivery system crimp balloon. Engineering was able to perform full valve alignment (pulled to va marker, locked, and completed full fine adjust) resistance felt during gross alignment but able to perform. No resistance was noted during fine adjustment. 3 pinholes were noted on the crimp balloon and 1 pinhole on inflation balloon. The leakage was confirmed. The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09744.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The device was functionally tested, and the following was observed: the balloon was inflated and a leak was noted on proximal shoulder of inflation balloon. The device was functionally tested, and the following was observed: system was able to be pulled to gross alignment position. System was able to achieve full fine adjust position. Additionally, locknut/collet force measurements were taken of the returned device. The recorded measurement shows device met specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon leak and valve alignment difficulty were confirmed by evaluation of the returned device. However, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, manufacturing mitigation and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the patient had moderate to heavy calcification''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Calcification could have punctured the inflation balloon during the device manipulation. Available information suggests patient factors (calcification/tortuosity) contributed to the reported event. As reported, ''when it was placed in the annulus the valve would not inflate''. The patient had calcification and tortuosity''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. The complaint description reports, ''the first valve would not properly align in the descending aorta. The fine adjustment wheel was not moving the valve''. Performing valve alignment in a tortuous anatomy or in a non-straight section of aorta increases the force required to position the valve between the valve alignment markers. If tortuosity is present in the vasculature, it may be difficult to pull the balloon shaft through the flex shaft along bends/kinks in the anatomy. Calcification can also create non-coaxial angles. Furthermore, performing valve alignment in a non-straight section of aorta may cause the thv to ''dive'' into the lumen of the flex tip, which can result in additional valve alignment forces. Per the training manual, ''if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.'' As revealed in 3mensio, tortuosity and calcification were present in patient's access vessel. Available information suggests patient factors (tortuosity, calcification) and/or procedural factors (valve alignment in non-straight section, excessive device manipulation) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified; therefore, corrective/preventive action nor product risk assessment (pra) is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.